Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the matneu scr ø1.5 self-drill l4 tan 1u I/c was broken across the neck between the head and the base of the cross slots, the head fragment was not returned for examination. The tip of the screw is bent slightly and the screw has small bone fragments in the distal threads. Additionally, the fracture surface was examined and appeared smooth with no indications of material issues or anomalies. Damage and deformation was visible on the sides screw which was most likely due to the usage of tools for removal of the fragment. The most likely cause was implantation into hard bone requiring the application of significant torque to insert the screw. The matrixneuro¿ cranial plating system surgical technique guide was reviewed. Following relevant statements were found: warnings: - these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). - be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail. Precautions: - take care not to overtighten the screw. While no root cause can be determined for the reported issue, the breakage condition of the screw was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the matneu scr ø1.5 self-drill l4 tan 1u I/c was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matneu scr ø1.5 self-drill l4 tan 1u I/c would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history lot. Art #: 04.503.104.01s. Lot #:688p881. Manufacturing site:jabil bettlach.. Release to warehouse date:08/03/2022. Expiry date:01/03/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 04.503.104.01s. Lot #:652p492. Manufacturing site:jabil bettlach. Release to warehouse date:18/02/2022. Expiry date:01/02/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 04.503.104.01s. Lot #:788p388. Manufacturing site:jabil bettlach. Release to warehouse date:29/04/2022. Expiry date:01/04/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: event description updated. D4: lot numbers were reported to be either ¿688p881¿ or ¿652p492¿ or ¿788p388¿.

Event description:
The patient outcome was reported to be stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional procodes: gxr, gwo. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that during a tumorectomy on (B)(6) 2022, the screw in question broke at its neck and the head of the screw came off. The broken head of the screw was lost. The shaft of the screw was removed by shaving the bone around it with a drill. The removed shaft will be returned as an impacted product. The surgery was completed successfully with a delay of 10 minutes. Fragments were generated but were all removed from the patient. No further information is available. This report is for a ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).